Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection of the device confirmed the customer reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "white screen". Evaluation determined the cause to be a depressed battery pin on the rear case causing the screen to intermittently blank out. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen display. There was no known patient injury or medical intervention associated with this event. No additional information is available.